Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: although photos were submitted for evaluation, they did not display any identifying features allowing us to identify the facility of manufacture. Without a physical sample displaying, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: part number and lot number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the unspecified bd¿ syringe was missing its scale markings. This was noticed during use. The following information was provided by the initial reporter: "field nurse reports "during training the patient reported that the gattex powder in vial never dissolved after adding diluent and stayed in powder form. He also reported that one of his injection syringes has no markings on it at all. Patient was able to use another vial and syringe and successfully injected. Patient kept both vial and syringe for return."